Event description:
During review of product analysis results for this explanted generator, it was noted that the device was returned at faulted settings. It is unknown when the settings were changed to faulted settings, and no programming history is available. It is also unknown which handheld device and software flashcard were involved in the event.attempts to obtain programming history for this patient are underway, but no information has been received to date.

Event description:
On (B)(6) 2012, the physician reported that he would not provide a copy of his flashcard for review.

Manufacturer narrative:
Analysis of product analysis results.